Event description:
On second post-op day, operating surgeon attempted to remove drain and drain broke off between perforated and non-perforated section - pt to the operating room for removal of remainder of drain.